Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Health effect - clinical code. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? ¿unk were any concomitant procedures performed?¿no what symptoms did the patient experience following the index surgical procedure? Onset date?¿fever, stomach ache and abscess post op 3 days other relevant patient history/concomitant medications?¿no please describe the patient manifestations of the reported tumor (location, severity, appearance).¿abscess intraperitoneal were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?¿no did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?¿yes, post-op please describe any medical intervention performed including medication name and results.¿antibiotics what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿he also want to confirm the relationship, he didn't experience with other anti-adhesion product. What is the patient's current status? =>go good. Product lot number? =>unk.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported tumor (location, severity, appearance). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a laparoscopic-assisted colectomy on (B)(6) 2024 and an absorbable adhesion barrier was used. After double stapling technique anastomosis, the absorbable adhesion barrier was used on the median incision wound directly under the wound. After the surgery, an intra-abdominal tumor formed. Three days after surgery, the patient complained a fever and abdominal pain, so a detailed examination was undertaken. Crp value was 6.7. Antibiotic treatment was started to the stomach, and fever disappeared the next day, but antibiotics were continued. Anastomotic insufficiency was not found. During wound closure at operation, absorbable adhesion barrier was attached just below the umbilical region after confirming there was no intra-abdominal bleeding. After that, the wound was closed. Additional information has been requested.